Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product was returned and evaluated. Medical records were not provided. A visual inspection found the outer packaging was damaged from being opened but was otherwise in good condition. No damage was observed to the blister carton. Two of the three screw hole plugs were removed. The remaining screw hole plug had a stripped hex feature. The corners and edges had become rounded. Scratching was present on the inner radius around the hole plug. The reported products were reviewed for compatibility with no issues noted. A review of the device history records showed that the manufactured order of 22 units was packaged through inner pack (where subassembly of one apical plug and three screw hole plugs are assembled) on. All necessary subcomponent torquing, and packaging activities required were executed. There were 2 units scrapped for failure mode; however, the issues were not related to the reported complaint issue. The root cause of the reported complaint was attributed to a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the screw hole on the g7 52mm shell limited hole was spinning and would not come off. The product was not used and was replaced with a new one. There was a delay of approximately 15 minutes. There was no patient harm or impact. No additional information was available.

Manufacturer narrative:
(B)(4). G2: foreign country: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.